Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the device was not fully inflating. Air was observed in the pump, but a hole was not identified. All components were removed and replaced. No patient complications were reported.